Event description:
In 2008, the pt's mother reported that the pt's blood glucose began to elevate this morning and she feels thirsty. Her blood glucose has been as high as 545 mg/dl. Her normal blood glucose values are less than 200 mg/dl. The mother stated that she had been giving the pt boluses but her blood glucose remained elevated. The pt's infusion site and insulin cartridge were changed one day prior. The mother was advised to change the pt's infusion site. Upon follow up on the event date, the pt's mother stated that all of the pt's accessories were changed as a precaution and she was given a small bolus of insulin. The mother left a message with the pt's physician. Upon follow up the following month, the pt's father stated that the pt's blood glucose readings "have been good all week." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.